Event description:
It was reported that the device did not recognize the cassette. The product fault occurred during testing. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found a cracked dso seal, scratched lcd lens, and damaged uso sensor. There was no evidence to review in the event history log. During the functional testing, the customer reported issue was able to be confirmed. The cause was found to be a damaged uso sensor. The uso sensor was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.